Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) alleging an error 3 message. The technique of applying blood on the test strip was correct. The patient was unable/unwilling to verify whether they exhibited any symptoms or received any medical treatment. The alleged issue was not resolved over the phone and the product was replaced and requested back for investigation.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter was tested and the alleged complaint could not be confirmed. However, a secondary issue was observed with the test strips where on performance testing with control solution the results were found to fall above the labeled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.